Event description:
It was reported that the reload came off the device during a laparoscopic appendectomy. The surgeon had to retrieve the reload from the patient. There was no adverse consequence to the patient. Another device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.